Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the customer did not hear the pump sound when the alarm was triggered. Customer experienced elevated blood glucose levels (280 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Troubleshooting with tandem technical services was performed and determined customer's volume settings were set to vibrate only. Customer changed volume settings and resumed insulin delivery.